Manufacturer narrative:
Concomitant medical products: w3dr01, ipg. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and chest pain. Oversensing and far field r-wave (ffrw) oversensing were noted on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.